Event description:
It was reported that the device failed to power on. There was no report of pt involvement associated with the event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported device failure to power on. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main pcb assembly at the failure analysis center and observed the r23 resistor missing (it had melted at solder joints and fallen out of the pcb), the fl1 filter overheated and partially melted out of it's solder connections and the land vbatt has been burned open. A test r23 resistor was installed, the vbatt and repaired and the assembly tested with no discrepancies found after 20 analyze, charge and shock sequences. Physio was unable to determine the root cause of the pcb damage.